Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump was sticking. The customer¿s blood glucose level was unknown. Customer also reported rewind was longer, insulin pump grinded rewind, backlight had lost brightness, wear on battery cap indentation. The device will not be returned for analysis.